Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted the insufflation bulb was received. The obturator, insufflation syringe, trocar and dissector balloons were not received. A crack was observed on the collar of the connector between the insufflation bulb and the connector hose. Witness marks were observed along the circumference of the collar; a set of two witness marks were observed on opposite sides of the collar from one another. Tooling marks noted on the cracked bulb were consistent with the machine used to assemble the connector tube to the bulb nozzle. No functional testing was performed. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken insufflation bulb and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the reported condition on the insufflation bulb was found to be the result of interaction with a component of the machine which assembles the tubing to the nozzle tip. This issue has been brought to the attention of the appropriate manufacturing personnel and a process improvement has been initiated to prevent this issue from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, the device's tubing was cracked. The issue was noticed upon insertion. In order to correct the problem, the device was removed and a new device was opened. There was no reported patient injury or adverse event.